Event description:
Procedure: colectomy. Reportedly, the ligasure device was applied once and surgeon noticed a small blood loss, he then re-applied the device and the mesenteric artery broke. The patient experienced a 1.5 liter blood loss. The procedure was converted to an open one versus laparoscopic. The artery was repaired.